Event description:
It was reported the powered wheelchair left arm socket broke during use. As a result, the patient fell out of the wheelchair completely, hitting his neck on the way down. The patient complained of pain for several days following the incident; however, no medical attention was required.